Event description:
I have been a long time wearer of boston gas permeable contact lenses. In the summer of 2005, visited a new ophthalmologist and was switched to soft contact lenses, proclear multifocal lenses, using basuch and lomb renu with moistureloc solution. After a time of getting used to the lenses, changing my prescription, etc, I was wearing the lenses regularly, using the renu moistureloc. In september, I suddenly developed an achy, red eye and pain in my right eye. The pain progressed rapidly and became unbearable. I visited my ophthalmologist, dr. Rolaine, who noted my condition and was very concerned. Unsure as to what was happening, he was quick to treat with antibiotic, for a possible virus using drops every 2 hours, and to re-evaluate my right eye in the am. The following day, my sight became increasingly worse, to the point of no sight at all. Upon seeing him that very day, he was overly concerned and consulted with another dr. They had me come in immediately. After examination, heconsulted with my dr and they decided that they were unsure of the exact diagnosis and treated for both viral and bacterial infections, simultaneously. They were both extremely concerned and very prompt in their care for my sight. I followed the instructions exactly and followed up with my drthe next day, via phone and again in his office for the next 5 days. With gradual improvement each day. I was instructed to discontinue all use of my lenses for 6-8 weeks, and then to re-evaluate. Upon doing so, we attempted to start up wearing of the soft contact lenses, after I rec'd the go ahead from my dr. Once again, using the renu moistureloc solution. No knowing that this could have played any part in this infection, whatsoever. Once again, I developed irritation and redness, but stopping immediately the wear of my lenses. Dr. Rolaine treated with a short course of meds. In the interim, I purchasesd a new bottle of solution, thinking that maybe I had indeed developed an allergy to the solution and purchased optifree by alcon. I have had no further problems. After the media alert, I was denying that this could have indeed been caused by this solution, but in speaking with my ophthalmologist, he said that he was unsure and that I should make a report with the FDA/cdc just in case. I currently still have a small amount of the solution, with lot #gb5029 or 6853301. I have yet to have this cultured.